Event description:
User facility reported that the device was in use with pt when obstruction of the tube was noted. Upon examination of the tube the reporter stated that the tube shaft appeared to be obstructed. The user facility noted that the product felt soft to the touch and was necessary to position the product vertically to insure adequate passage. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.